Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent bilateral ureteroscopy with laser lithotripsy stone basketing, cystoscopy with bilateral ureteral stent placement and cystoscopy with bilateral retrograde pyelograms with intraoperative interpretation of radiology due to bilateral nephrolithiasis and left obstructing ureteral stone on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh, anterior and posterior repair and mesh implant due to pelvic relaxation, sui, dysmenorrheal and menorrhagia. It was reported that following insertion the patient experienced infection. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient urinary tract infection, urgency and incontinence.

Manufacturer narrative:
Date sent to the FDA: 12/08/2016.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.